Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/31/2017 with the following findings: the keypad cover was intact; no damage was observed. During investigation, the down arrow keypad button was found to be intermittently unresponsive. The keypad cover was removed and revealed that the down button contact was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.